Manufacturer narrative:
The 510 (k) # is k001109.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on their one touch ultra meter and that the meter would not power on . The patient mentioned that the reported issues began on (B)(6) 2010 at around 7:00am. Due to the reported issues, the patient skipped their dosage or stopped their medication. Approximately 2 days later, the patient felt weak and shaky. The patient then self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. The technique of applying blood on the test strip was correct. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issues with the meter, they were unable to test and developed symptoms suggestive of hypoglycemia and had to self-treat.